Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 80% stenosed mid left anterior descending artery. The 4.0x15 mm nc trek device could not be inserted onto the guide wire. Another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed the distal end of the balloon was peeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert (guide wire resistance) was confirmed. The balloon peeling found during analysis is likely due to post procedure handling. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. Review of the lot history record revealed no nonconforming material records that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.